Manufacturer narrative:
Correction to e2: no was inadvertently selected on the initial medwatch and could not be removed. E2 should be blank. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the image abnormality was caused by a temporary contact failure due to a defect in the video connector receiver. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera video system center scope connector was loose. The issue was found during reprocessing after procedure. The patient was not under anesthesia. The facility finished the procedure with the same device. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the image was flickering with interference due to defective s socket; when shaking the s socket, the image was flickering and the object was not visible; when stop shaking the scope socket, the image was returned to normal, the battery on printed circuit board had run out and there was trace of fluid in the device. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.